Manufacturer narrative:
The investigation determined that multiple, non-reproducible, higher than expected vitros trop I es results were obtained from multiple patient samples run on the vitros eciq immunodiagnostic system. Additionally, the sample might not have been processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. However, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There was no evidence that an instrument or reagent related issue contributed to the event.

Event description:
The customer obtained multiple, non-reproducible, higher than expected vitros trop I es results from a multiple patient samples processed on the vitros eciq immunodiagnostic system. The affected results were reported from the laboratory. Patient result 1 = 0.090 vs. An expected result <0.012 ng/ml; patient result 2= 0.095 vs. An expected result <0.012 ng/ml; patient result 3 = 0.069, 0.163 vs. An expected result = 0.034 ng/ml; patient result 4 = 0.061 vs. An expected result < 0.012 ng/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the affected patient results were not reported out of the laboratory. The affected samples were repeated per customer policy prior to reporting. There was no report of patient harm as a result of this event. (B)(4).